Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, scratch noted on lens after implantation. Subsequently the lens was removed during initial procedure and completed with company same lens model and diopter.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).